Event description:
Procedure: thrombolysis. At completion of procedure, the guidewire was removed through an entry needle and a portion of the coating sheared and detached in the pt at the femoral insertion site. No retrieval attempts were made at that time. Procedure successfully completed. Following day pt developed unrelated complications. Surgical procedure was required incidental removal of coating performed.